Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Summary: it was reported that a vns patient experienced painful stimulation and constant soreness at the generator area. The patient does not recall if any trauma occurred as the event has been ongoing since about a year ago. However, the patient often experiences falls which could possibly contributed to the reported events. Additionally, system and normal diagnostics performed on the patient resulted within normal limits as the patient's settings were normal. Moreover, the patient was referred for removal of vns by one her neurologists as he does not deal with vns, but the patient is undergoing vns replacement surgery as vns was beneficial for the patient. At the moment, surgery has not been scheduled for the patient. X-rays were taken and sent to the manufacturer. Evaluation of the x-rays by the manufacturer revealed, the generator was placed in the left chest in normal orientation. The filter feed-thus appeared to be intact. The connector pin appeared to be fully inserted inside the connector block and the lead wires at the connector pin appeared to be intact. Furthermore, a large amount of the lead was located behind the generator and could not be assessed further. No lead discontinuities or acute angles were visualized in the lead body of the received images.